Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the lower case, both bail covers and ring cover were broken, the battery contacts were compressed, the battery drawer was contaminated, the keyboard window was scratched.